Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that act button was not responding. Customer's blood glucose was 201 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer called back reporting that issue was resolved, but was advised that insulin pump would still need to be replaced due to initial issue. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.